Manufacturer narrative:
Mw5086572. Concomitant medical products: persona cemented femur ps, cemented persona natural tibia, persona ps articular surface. Report source: (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01958, 0001822565-2019-01959, 0001822565-2019-01960, 0001822565-2019-01961.

Event description:
It was reported that the patient is experiencing pain and instability post left knee revision arthroplasty. A revision has been indicated due to loosening of the implants, however, has not been reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.